Event description:
Received information stating customer received multiple occlusion alarms. Reportedly, the customer did not clear the occlusion alarms. The customer's blood glucose level was impacted. During system check between tandem technical support and the customer, the customer changed the infusion set and blood was found in the cannula.

Manufacturer narrative:
Additional information received from the customer indicates blood glucose level is "fine". No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up MDR will be submitted.